Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however patient (mild native leaflet calcification and maximum annulus diameter of 27.7mm) and procedural factors could have caused or contributed to the too ventricular deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the implant patient registry (ipr) that two valves were used in a tavr procedure. Additional information provided indicates that during transapical delivery, the first 26mm sapien valve was deployed too ventricular and moderate to severe aortic insufficiency resulted. A second 26mm sapien valve was implanted in a more aortic position, which resolved the aortic insufficiency. There was mild native valve/leaflet calcification and severe mitral annular calcification (mac). The native annulus measured 21.9mm by 27.7mm in diameter per m2s measurements. The patient had moderate septal hypertrophy.